Event description:
Device explanted due to eri indication with unexpected battery behavior. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated showing the eri battery status. The eri battery status was triggered on march 12, 2024. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses in eri mode proved to be normal and in amplitude and frequency as programmed. There was no indication of a malfunction. Next, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. A thorough investigation of the electronic module did not show any abnormality. In particular, the current consumption was directly measured and proved to be normal and expected. The battery was sent to the manufacturer for further detailed analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage and impedance showed a depleted battery. Further extensive analysis of the battery revealed an internal short circuit that led to an elevated self-depletion of the battery and therefore contributed to the clinical observation. In conclusion, an elevated self-depletion of the battery was found to be the root cause for the clinical observation.